Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to find narcotic key and it was greyed out. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to find narcotic key and it was greyed out. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device narcotic key option was greyed out. The technical supports specialist (tss) verified that the user was assigned to an override group that matches with the reported station group. No medication ID was provided for the narcotics key, but upon checking all narcotics keys, it was confirmed that they were assigned to the security group labeled objects. Additionally, the user's role was verified to be assigned to the same objects security group for both remove and count inventory functions. The tss made follow-up with the customer and confirmed that the issue had been resolved by the pharmacist. The system functioned as intended after the pharmacist resolved the issue.